Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: a3-a4 (patient information - added patient's sex and weight). B7 (updated other relevant history, including preexisting medical conditions). D4 (additional device information - added exp date). D11 (updated concomitant medical products and therapy dates). H2 (follow-up due to additional information). H4 (device manufacture date). A third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 30, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: b7 (updated other relevant history, including preexisting medical conditions). D11 (d11 (added concomitant medical products). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 4210, 4310). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 4210 - leakage/seal. Conclusions code: 4310 - cause cannot be traced to device. The affected sample was visually inspected upon receipt and was noted that there was fluid in the gas phase and pre-fiber inner chamber. The fluids were analyzed to show that blood/plasma was in the gas/prefiber inner chamber. It is noted that the oxygenator was received back in a ¿bucket¿ like container that did not have much cushioning around the oxygenator. The sample was decontaminated, fully dried, and leak tested. There was no leakage observed after 20 minutes with 1500 mmhg of pressure indicating no gross failure of the blood path. Pressure was reduced to 1000 mmhg, leakage was observed after five additional minutes indicating that the sample had been weakened, possibly from clinical use, return shipping and/or decontamination. Dissection and scanning electron microscopy inspection of fibers was conducted. There were no anomalies that were identified with the sem that would have had an impact on the reported plasma leakage. A representative retention sample was tested using internal methodology for plasma leakage testing. No physical leakage was observed. Additionally, more test samples at various stressed clinical conditions attempted to replicate plasma leakage in the laboratory, however, plasma leakage was not observed in all cases. A root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass a foam appears at the exit port of the gas. No known impact or consequence to patient.